Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh and american medical systems, inc. Monarc were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent a gynecological procedure on (B)(6) 2004 and mesh and monarc (ams) were implanted due to pelvic organ prolapse and stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, bleeding, and vaginal scarring. It was reported that patient experienced mesh extrusion and underwent mesh revision in (B)(6) 2012. It was reported the patient experienced urinary frequency, urgency, urgency incontinence, and stress urinary incontinence and underwent revision on (B)(6) 2007. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-27477. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.